Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor applicator removal, sensor wire detached from the needle and fell on to the floor. Patient did not report any discomfort at the site of insertion.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.